Event description:
Ecp reported in a journal article that a pt. Presented after 1 wk of red, tearing, painful, photophobic, leaking white fluid left eye & had self-medicated for 3 days with sulfacetamide. Two contact lenses found on left cornea. Diagnosis of milky, opaque, midperipheral corneal ulcer at 11 o'clock, 1mm x 0.50mm, penetrated into the anterior third of the stoma, secondary anterior chamber reaction of 2+ cells with a trace of flare. Four additional pinpoint peripheral corneal lesions were noted. Piggyback lenses were flushed with saline & peeled off the cornea. Corneal epithelium stained with fluorescein above the primary lesion only, dye seeped into the surrounding stroma. Treatment consisted of vigamox & homatropine, then pred forte added due to ac reaction. Eight days after condition began, infiltrates disappeared, cellular response resolved, vision in left eye returned to 20/40 with glasses (pinhole 20/25), clare resolved. All topical therapy stopped. Possible scar noted, but no corneal opacities remaining. Pt. Resumed lens wear on a 1 month replacement schedule, back-up glasses secured, educated about proper wear & care, warned about ocular risks. Close monitoring planned (3x year instead of 1x year). [Periodical published in 2008, issue of review of cornea & contact lenses, pages 33-35].

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as an iritis." As there was no product returned or lot information provided, no detailed investigation can be performed.